Event description:
Leica biosystems received a complaint of suboptimal (over processed) tissue processing on their leica asp6025 tissue processor. On (B)(6) 2022, the complainant reported to leica biosystems that some of the tissues were not able to be diagnosed. According to the complainant, 5% of the affected tissues were not able to be diagnosed, which is about 5 cases. The only information the complainant was willing to provide was that the tissues were biopsies and they do not know if re-biopsy will be recommended. The complainant also informed leica biosystems that they no longer have the instrument and therefore, no other information, details about the cases or additional instrument logs will be provided.